Event description:
During follow up, increased defibrillation impedance was observed on the right ventricular lead. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was stable.